Event description:
Information received indicates the left siderail cable is cut which exposed bare wiring.

Manufacturer narrative:
The technician found the left siderail functions not working due to a cut siderail cable. The technician replaced the cable to repair the bed.